Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product problem: analysis confirmed the customer comment that the device was unable to interrogate, and further noted that it failed uplink testing as well. The cable was replaced to resolve. (B)(4).

Event description:
It was reported that the radio frequency (rf) programmer head would not interrogate devices. The rf head was returned for repair. No patient complications have been reported as a result of this event.